Manufacturer narrative:
The device involved in the event was received on 3/29/2019 for further evaluation by the manufacturer. The complaint of "the pump is over infusing" was not duplicated and not confirmed in the history log. The pump passed full performance verification testing (pvt), including delivery accuracy test. Probable cause was not found, due to the pump passed testing. Additional information: name: (B)(6).

Manufacturer narrative:
The device is available for further evaluation. As additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that during an insulin infusion, the nurse walked away and returned to an empty medication bag. The clinician stated that he/she found the patient to be symptomatic of hypoglycemia when he/she returned to the patient and alleged the pump over delivered the medication. Although there was no reported harm, IV dextrose was given to the patient. No additional information is known at this time.